Event description:
Rptr described event as follows: a nurse give an im injection and placed needle/syringe in lid/door. Reportedly needle/syringe came out and reportedly the rn received a needlestick to right middle finger.